Event description:
The customer observed falsely decreased sodium result generated on the architect c8000 analyzer for one patient sample. The sodium results were normal upon repeat. The results were not reported out of the lab. The controls were within range. The following data was provided: normal ranges: sodium (na+) = 136-145 mmol/l. Sid (B)(4). (B)(6) 2022 initial sodium result = 119 mmol/l(low), repeat result = 141 mmol/l (normal), 2nd repeat result =142 mmol/l (normal). Upon visual inspection of the sample, the customer found some microbubbles on the surface of the sample and the instrument log indicated aspiration error code 3375 during aspiration of albumin assay. No impact to patient management was reported.

Manufacturer narrative:
Patient identifier: complete sid is (B)(4). The field service representative (fsr) inspected the patient sample and observed micro bubbles on the fluid surface. In addition, the log data indicated the instrument generated error code ¿3375 unable to process test, aspiration error occurred¿ when processing another assay (albumin). The fsr resolved the issue by flushing and cleaning the sample probe. An instrument service history review revealed no additional erratic or discrepant patient results reported for c804394. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c8000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the sample probe did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c8000 processing module for serial c804394 or the sample probe was identified.